Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat atherosclerosis located in the left common iliac that was 90% stenosed and in the external iliac artery that was 75% stenosed. The absolute pro 10/100 mm was positioned in the lesion and after unlocking the handle, an attempt was made to open the stent with a slight movement of the thumbwheel and then further movement of the thumbwheel; however, this resulted in the stent implant becoming exposed 2-3 mm but unable to open; flowering from the catheter cover. Full deployment was not possible. The stent system was successfully removed without patient issue. Another device was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure to deploy was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patients anatomical conditions contributed to the smashed shaft which subsequently caused difficulty rotating the thumbwheel and with force applied, caused the teeth on the rack to crack. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.